Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. A replacement pump was sent to the customer to resolve the issues. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.